Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient presented to surgery with lumbar fusion l1-s1, compression fracture l1, spinal instability, increase of left lumbar lordosis, and kyphosis. Patient underwent a procedure for redo l2-s1 fusion plus t9-s1 fusion instrumentation with placement of transpedicular screws at t9, t10, t11, and t12; removal of l1 pedicle screws; revision of interbody fusion l1-l2 with revision of the l1-l2 cage; l1 kyphoplasty. It was reported that sometime following the surgery, the patient experienced an infection. Progressive deformity with kuphosis, with l1 compression fracture, with also ____ at l1 and loosening of the screws at l1. Surgery was proposed to go t9-s1. Hardware from l1 ¿ s1 was removed bilaterally. They were very loose. Tsrh 3dx screws were used from t9-s1, all screws had really good purchase. Autologous bone from the spinous process and progenix plus was infused. No mention of bmp -2nd surgery preoperative diagnosis: wound infection. The patient with lumbar fusion instrumentation, extension to the thoracic spine with a superficial wound infection managed with infectious disease with antibiotics and dressing changes. Admitted to nursing home and returning with a worsening wound with 3 points of leakage of seropurulent material. There were four points breaking on the skin with leakage of seropurulent material. The skin was opened with good borders of this necrotic tissue until we went into the fasia. In the fascial, we noted that there was worsening of the necrotic tissue. Then we decided to open the fascia. Under the line, the surgeon did not see any purulent material under the fascia with serous secretions. The surgeon opened all the fascia, removed all the necrotic tissue from the muscles, and the subcutaneous tissue with a knife and with curettes and the surgeon used 6 liters of saline with bacitracin using pulsavac. Update from patient's medical records. Patient history: prior spine surgeries, surgery for endometriosis, gall bladder, and hysterectomy on (B)(6) 2010, the patient presented to surgery with lumbar fusion l1-s1, compression fracture l1, spinal instability, increase of left lumbar lordosis, and kyphosis. Patient underwent a procedure for redo l2-s1 fusion plus t9-s1 fusion instrumentation with placement of transpedicular screws at t9, t10, t11, and t12; removal of l1 pedicle screws; revision of interbody fusion l1-l2 with revision of the l1-l2 cage; l1 kyphoplasty. On (B)(6) 2010, the patient presented to surgery with a wound infection and underwent a procedure for exploration of lumbar fusion with a wound revision, debridement of the skin and muscle tissue. On (B)(6) 2014, review of imaging studies shows ¿significant spinal pathology with an instrumented posterior spinal fusion that appears to go from t9 down through s1. She has haloing of screws. She has a clear pseudoarthrosis. She has a rod fracture, multiple interbody cages, one of which has a fairly significant posterior cage and osteophyte complex projecting into her spinal canal, and an overall loss of lumbar lordosis, as well as the previously mentioned proximal junctional kyphosis. Her standing x-rays only exacerbate the positional issues. She had an MRI of her thoracic spine which she brought with her, which does not show any obvious fluid collections to my eye, and I do not see any significant thoracic level stenosis, but the lumbar spine has not been imaged recently.¿ on (B)(6) 2014, the patient presented to surgery with prior thoracolumbosacral fusion with flatback deformity, proximal junctional kyphosis and pseudoarthrosis. The pt. Underwent stage 1 of a planned 2 stage complex reconstruction with correction of kyphosis with this stage consisting of removal of segmental instrumentation from t9-s1, placement of new segmental instrumentation from t4-s1 with placement of bilateral iliac screws, exploration of fusion from t9-s1, l5-s1 smith-petersen osteotomy with left-sided transforaminal lumbar interbody fusion with complete facetectomy, anterior discectomy, anterior arthrodesis with placement of intervertebral spacer. The anterior arthrodesis was accomplished using autogenous iliac crest bone graft harvested through the same incision and locally harvested autogenous bone graft and use of intraoperative o-arm CT scanning; t9-t10 posterior smith-petersen osteotomy. During the procedure, several screws were noted to be loose, including the sacral screws as well as the t9 implants. On (B)(6) 2014, the patient underwent stage 2 of the procedure for pedicle subtraction osteotomy.